Event description:
The consumer's father called and stated his daughter was diagnosed with pelvic inflammatory disease after using a tampon.

Manufacturer narrative:
Device history record reviewed and records were found to meet specifications. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.